Event description:
It was reported that during a right heart catheterization the doctors received pressures which appeared to be incorrect. There were flat curves. The rv curve was identical to pa curve. The ra pressure was almost identical to the rv pressure. The wedge waveform was flat. After exchanging the pressure monitor transducer, flushing, blood aspiration and zeroing there was no improvement. The swan ganz catheter was replaced. Per the doctor, appropriate pressures and waveforms were obtained after catheter exchange.

Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited volume syringe. Examination revealed that the thermistor read 37.2 c when submerged into a 37.1 c water bath. As per the vigilance¿s operators manual, thermistor temperature reading accuracy is +/- 0.3c. Thermistor circuit was continuous, and there was no open or intermittent condition. All through lumens were patent without any leakage or occlusion. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. The reports of "pressure incorrect" issue were not confirmed. Although the reported complaint cannot be conclusively determined, clinical or procedural factors may have contributed to the pressure issue. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. No actions will be taken at this time.